Manufacturer narrative:
The c503 analyzer serial number was (B)(6) . The field service representative (fsr) adjusted the rinse water levels for 2 nozzles on the cell rinse unit. Afterward, precision testing was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for aspartate amino transferase (astp2) on a cobas c 503 analytical unit. The initial result was 144 u/l. The repeat result was 23.8 u/l. On (B)(6) 2026, the sample was repeated on a cobas pure system with a result of 24.2 u/l.